Event description:
During the initial implant procedure, there was a connection problem that resulted in inadequate insertion of the lead into the header of the device. A new device was successfully implanted to resolve the event. The patient was stable and there were no consequences.

Manufacturer narrative:
The reported event of inadequate insertion of lead into header could not be confirmed. Visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.